Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced left sided rupture post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2019. The left prosthesis was replaced with a 750cc mentor memorygel breast implant. The right prosthesis was replaced with a 700cc mentor memorygel breast implant.

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. Upon visual inspection of the picture, a rupture was observed. However, no conclusion could be reached as to the origin of the root cause as the device was not returned for analysis. All mentor products are 100% inspected prior to release. A manufacturing record evaluation (mre) was performed for the finished device number 7611920, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).